Event description:
The customer reported images are grainy on ap and lateral positions.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.